Manufacturer narrative:
(B)(4). Date of birth-unknown date, 1958. Implant date-unknown date, 1994. It is unknown if the product will be returned to zimmer biomet for investigation, as the device remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03472 . Patient not yet revised.

Event description:
It was reported patient has been indicated for a left total shoulder revision approximately twenty-four (24) years post-implantation due to rotator cuff failure and glenoid loosening. No additional information has been provided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to not be reportable as this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.